Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure in the right chest wall via the right subclavian vein, the sheath buckle was allegedly found to be loosened and after tightening, the sheath stem was allegedly found to be broken. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. Two electronic photos were provided for review. The first photo shows MRI power port isp kit components and one partially peeled introducer sheath with dilator and one completely peeled sheath were noted alongside. One half of the t-handle was noted to be broken and separated from the partially peeled sheath. The second photo shows some of the kit components and also shows a partially peeled sheath in which one half of the t-handle was noted to be broken and separated. The manufacturing site evaluation states, a closer view revealed that the t-handle was broken and separated from the gray pod in one of the halves, residues of use were observed throughout the sample. Therefore, the investigation is confirmed for the reported fracture and identified material separation issues. However, the investigation is inconclusive for the reported loose connection issue as as the exact circumstance at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure in the right chest wall via the right subclavian vein, the sheath buckle was allegedly found to be loosened and after tightening, the sheath stem was allegedly found to be broken. The procedure was completed using another device. There was no reported patient injury.